Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to low battery voltage. Further analysis revealed the battery depletion was normal and was caused by multiple hv therapy deliveries within a short period of time. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a reached charge time limit was observed when the patient presented in the office after receiving shock therapy. Attempted capacitor maintenance also resulted in a time out. The device was explanted and replaced. The patient is doing fine.